Manufacturer narrative:
Detailed analysis identified that a shorted, burned internal component that resulted in an inability to successfully power up the programmer. The programmer was successfully repaired.

Event description:
Boston scientific received information that this programmer was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.